Event description:
After a successful stent deployment, an attempt to remove the guide wire was unsuccessful. This guide wire was broken into two parts. Another co's balloon catheter was dilated to 20 atm in the guiding catheter to remove the broken guide wire. The entire system, including both pieces of the guide wire, were successfully removed from the pt. No additional info was available.